Event description:
It was reported that a dissection occurred. The 70% stenosed target lesion was located in the moderately calcified and mildly tortuous right coronary artery (rca). The lesion was pre-dilated using a 3.00 x 12 mm semi-compliant balloon. A 4.00 x 48 mm synergy was implanted and during post-dilation a dissection was noted at the stent's edge. The dissection was covered with an additional stent and the procedure was completed. Stent damage was also reported.